Event description:
A report was received from the affiliate indicating that the pt received a 2.5x23mm cypher in the mid circumflex and a 2.5x28mm cypher in the proximal circumflex during the index procedure. Ten days later, the pt received a 2.5.23mm cypher in the mid lad, a 2.5 x 28 cypher in the proximal lad and a 2.5x23mm in the posterior descending artery. Approx three years later, the pt experienced abdominal pain and chest tightness in two different occasions during the same month. Coronary angiography showed total occlusion with thrombus within the 2.5x28 cypher in the proximal lad. To treat the thrombus, aspiration, poba and implantation of a 3.0x23mm cypher was conducted. There was also 75% restenosis within the 2.5x28mm in the proximal circumflex, 99% stenosis in the 2nd pda and significant stenosis in the first om, but they were not treated. Physician's comment: over two years had passed since the stent was implanted. The cause of the thrombotic event was unk.

Manufacturer narrative:
The procedure was an emergent case due to acute myocardial infarction. The target lesions were at the proximal circumflex and distal circumflex, proximal and mid lad, and the postero descending branch. Classification for the lesion at the circumflex was type c. The lesion length was 48 mm and vessel diameter was 2.25mm. The lesion as the lad was a bifurcating, type c lesion. The lesion length was 46mm and vessel diameter was 2.25mm. The lesion at the pd was classified at type b2, lesion length was 20mm, and vessel diameter was 2.25mm. The lesions at the proximal and distal circumflex was predilated using a 2.25x15mm balloon at 14 atm for 3 seconds. The first 2.5x23mm cypher stent was deployed at 16 atm for 5 seconds at the distal circumflex. A 2nd 2.5x28mm cypher stent was deployed at 16atm for 5 seconds at the proximal circumflex overlapping the first cypher stent. Post-dilation was done using a 2.5x15mm balloon at 18 atm for 4 seconds. Cag and ivus were conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was ii and iii. Activated clotting time ( act) was measured to 310 sec. Eleven days later, the proximal and mid lad were treated. Pre-dilation was done using a 2.25x15mm balloon at 14atm for 3 seconds. A 3rd 2.5x23mm cypher stent was deployed at 20 atm for 3 seconds at the mid lad. Then a 4th 2.5x28mm cypher stent was deployed at 20atm for 4 seconds in the proximal lad, proximal to the 3rd cypher stent and overlapping it. Post-dilation with conducted using a 2.5x15mm balloon at 22 atm for 5 seconds. Cag and ivus were conducted. The residual % of stenosis was 25 %. Timi flow pre and post procedure was iii, respectively. At the postero descending ( pd), pre-dilation was done using a 2.0x15mm balloon at 14 atm for 3 seconds. A fifth 2.5x23mm cypher stent was deployed at 16 atm for 5 seconds. Post-dilation was not conducted. Cag and ivus were conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii, respectively. Act was measured to 284 sec. Forty-five mos post index procedure, the pt developed a dull abdominal pain in his left side and chest tightness for about 30 mins. Three weeks post onset of abdominal pain, the pt went to the ER for continual abdominal pain and chest tightness. A cag was conducted and there were 99 % stenosis at pd and obtuse marginal, 75% restenosis at the proximal circumflex and a total occlusion with thrombus at the proximal lad. In order to treat the thrombus at the proximal lad aspiration was conducted, poba with a sprinter balloon and then an additional 3.0x23mm cypher stent was implanted inside and proximal to the 4th cypher. Aspiration was conducted again. Restenosis was observed in the cypher implanted in the proximal circumflex. Significant stenosis was also observed at the om and pd, but they were not treated. This is one of five products being reported for the same event. Please reference mfg reports #: 9616099-2008-01610, 9616099-2008-01611, 9616099-2008-01612, 9616099-2008-01613, and 9616099-2008-01614. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.